Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer. It was reported that an impedance test was run on (B)(6) 2020, and electrodes 7 and 15 were the only ones not greater than 10,000 ohms. The patient was reprogrammed which resolved the issue and the patient was then getting stimulation. No surgical intervention was planned or performed to resolve the issue. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding an implantable neurostimulator (ins) for multiple back operations. It was reported that the patient¿s legs were hurting, and he went to use the patient programmer to adjust stimulation. He was not feeling stimulation and was unable to resolve the issue by adjusting the stimulation with the programmer. The ins was confirmed on and set on group a, at 5.00 v. The patient is usually on group a as it covers their buttocks and lower legs. He tried to increase stim to the max level it would go but reported not feeling stim. He tried group b and c which only had 1 program and increased stim to the max level of 10.5v, but reported not feeling stim. The patient confirmed he hasn¿t had any falls or traumas. He noted he turns the ins off when he sleeps. He used the recharger to charge the ins the morning of the event. He said the stimulation zapped him, but said when he gets a charlie horse, he increases stimulation to 7 or 8 and forgot to decrease stimulation when he lays down. He was able to resolve this by adjusting stimulation.